Event description:
Additional information was received that patient was prophylactically replaced. No additional relevant information has occurred to date. Suspect device has been received to date.

Manufacturer narrative:
B5. Correction - inadvertently stated suspected device has been received to date instead of suspected device has not been received to date on supplement MDR submitted.

Event description:
Suspect device has not been received to date.

Event description:
It was reported that patient was being replaced prophylactically. The patient has had worsening seizures and father feels the vns battery is dead because it was low a year ago. The patient's vns settings were increased. No known surgery has occurred to date. No additional relevant information has been received to date.